Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, far field r-wave oversensing was noted on the pacemaker's atrial channel. Programming changes were made. The changes mostly resolved the issue. Far field r-wave sensing was occasionally still seen, but no further changes were made due to possibly undersensing the patient's relatively small p-waves. The patient was stable.